Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support, there was some bleeding around the access site and oozing overnight with no hematoma noted. The case is absent of how the access site bleeding and oozing was controlled. Two days later, ground emesis was noted. 300cc drainage from chest tube. The patient had received a total of 5 units of packed red blood cells. Ultimately the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.